Event description:
Since (B)(6) 2013, I have had excruciating pelvic pain. I had ultrasounds and exams done from (B)(6) 2013. I have had 3 doctors tell me that the essure device was cause to my pelvic pain. None of the doctors want to do anything to alleviate my pain due to the fact that they don't know what the device is or how to remove it. On (B)(6) 2013, I went to urgent care again for the pelvic pain that doesn't seem to go away. The doctor performed a CT scan and cannot find any relevant info to my pelvic pain. I went back to my pcp and she referred me to an ob/gyn. The ob/gyn then told me that I needed to go to the doctor that placed the essure device. I have yet to be relieved of the pain and no answers from anyone. I have major bloating and reoccurring bacterial infections due to the device. I have consistent contractions of the uterus trying to expel the device. I have had no prior medical problems before essure device. All lab test and results seem to be normal.